Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 3951 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure insertion & endometrial ablation performed on same day "). The patient had a medical history of abnormal uterine bleeding, postmenopausal bleeding, pelvic pain female, migraine, bruising, mood swings, skin dry, acne, libido decreased, abdominal pain, hypertension, loop electrosurgical excision procedure, anxiety disorder, dysmenorrhea, sore breasts, parity 2, gravida ii, cramp in lower abdomen and hair loss. Previously administered products included: mirena and yaz. The patient had a family history of cramp in lower abdomen, cancer, alzheimer's disease and heart disease, unspecified. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 3947 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: s/p essure procedure in (B)(6) 2010. She presents for confirmatory hsg. Scout film shows appropriate appearing coils. Low pressure hsg perforrned with good carnual distension and no dye flow/thte ar thru the tubes bilaterally.the patient tolerated the procedure well [pathology test] on (B)(6) 2021: uterus and cervix with bilateral tubes: weakly proliferat ve to atrophic endometrium. Negative for hyperplasia and malignancy. Benign endometrial polyp. Unremarkable cervix. Leiomyoma. Left fallopian tube with benign paratubel cyst. Unremarkable right fallopian tube. Two essure wires are present. Clinical information: pre-operative and post-operative diagnosis:excessive bleeding in the premenopausal period gross description: there are metallic essure wires present in each of the cornu [ultrasound scan vagina] on (B)(6) 2021: uterine comment: endo slightly thickened. Multiple small fibroids seen, largest posterior=1.1 x1.0 x0.7 cm. Essure seen in the correct position bilateral. Impression: slight thickening height: 1.651 m(5'5") weight: 65.8 kg (145 ib) bmi 24.13 kg/mn. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Event medical device monitoring error performed was added. Medical history, concomitant drugs added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 3951 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.